Event description:
Description: material: 305127 batch: 5203335. Had a potential defective needle that broke into a patient requiring surgery for removal. Product info: bd manufacturer, lot # 5203335/peoplesoft number 102227/ref # (b(4) expiration 07/31/2030, bd precision glide needle 25g x 1 1/2 " (0.5mm). Additional information: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. The needle was lodged in the patient which the patient had to undergo surgery to remove. What was the patient outcome? The patient received surgery and was released from hospital.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.